Event description:
The event involved a check valve with male/female luer lock where the customer reported that the device cracked during patient infusion. The reporter stated that at around 1 a.m. On the night of april 5 to 6, 2024 they realized that there was air in the patient's 3-way extender of the patient's central venous catheter. The healthcare professional (hcp) immediately clamped the line and disconnected it to prime the air before reconnecting to the line; there was still air circulating in the extender and that the patient's pillow was soaked and smelled of propofol. The customer clamped the medial line of the central venous catheter. A saline syringe was used to test the device, (not linked to the patient) and hcp could see that it was leaking at the check valve just before the 3-way stopcock. The hcp replaced the device with a new one so that sedation administration could continue through the medial. It was reported that the on-call doctor was notified; the patient was exhausted. The customer stated that the clinical consequences were failure to sedate the patient, half the propofol ended up in the patient's bed. Risk of gas embolism, risk of infection, a cerebral CT scan to check for gas embolism. The device was on its 5th day of use on the patient¿s central line. Further information was provided in which the customer reported that before the incident, the patient was in acute respiratory distress, intubated and sedated, with her oxygen requirements increasing for 3 or 4 hours, fio2 increased from 50% to 90% and not ventilating properly despite the increase in sedation, at the time of the event, there was a lot of propofol that leaked onto the patient¿s bed, and after changing the medical device on the sedation line, they had to administer a neuromuscular blocking agent. Afterwards, the patient¿s respiratory condition deteriorated, but the customer stated that it was difficult to determine if it was due to the cracked check valve or her underlying condition that required hospitalization in the intensive care unit. A brain scan was conducted to check for gas embolism because it is unknown for how long the check valve was cracked and if air has passed into the patient¿s vessels. The therapy of ivse propofol was continuous, and the dose had to be increased due to the patient not being properly sedated. There was no blood loss at the time of event, no cytotoxic product had passed through the line, only propofol and sufentanil was used. No specific kit was used to clean the leak, after changing the medical device and performed the brain scan. The patient¿s sheets were changed and the bed cleaned using surfanion, a disinfectant used daily by the service. No signs of malfunction, damage or issues with the device were observed before the incident, when the air in the extension line was noticed. The staff reacted as quickly as possible and changed the medical devices on the central venous catheter. As of april 11, 2024 the customer stated that the patient is still in intensive care and her prognosis remains uncertain. No further additional information can be provided.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Device was received for evaluation 5/9/24. Received one (1) used 011-cs25 check valve with male/female luer lock connected to one (1) used list #unknown, extension tubing for inspection. An axial crack was observed along the female luer of the check valve. The female luer mating device for the check valve was not returned. The 011-cs25 check valve and mating device were leak tested according to product specifications. There was leakage from the crack. The reported complaint of leakage can be confirmed due to the crack. The probable cause of the crack is due to environmental stress cracking during use. Lot history review could not be conducted because no lot number(s) was/were identified.